Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) patient was experiencing adjust belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt alarms) was confirmed. Upon investigation the trunk cable was pulled from the distribution node (dn). All wires were exposed and the ground was broken. The root cause of the damaged cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.